Event description:
Cochlear americas has been notified of a cochlear implant recipient's death from meningitis. This patient had their cochlear implant for over a year when patient suddenly developed a high fever and experienced convulsions. Patient was admitted to the hospital a week later in 2005. While hospitalized, the patient experienced cardiorespiratory arrest and expired a week later.